Event description:
It was reported that when using the bd pyxis¿ es server, scheduled reports not running. User had report issue upon password update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the inability to log into the server using the admin/service account credentials, with reports indicating that the pyxis support/admin account (vhadinbdadmin/vhaninbdadmin) was no longer working. A technical support specialist (tss) found that application server services were using gmsa accounts, while the reporting server had services (carefusion analytics and sql server agent) still dependent on a service account. Further the tss enabled retrieval of the updated service account password, which was then applied across relevant services, including reporting services configuration manager and report composer, followed by structured query language (sql) service restarts. Post-update validation confirmed successful functionality, including test stock-out print jobs triggering correctly. The system functioned as intended after the technical support specialist troubleshot the device.